Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was isolated to a broken white wire and pinched orange pulse wire at the distribution node (dn) plug. The root cause for the broken wire was excessive force. There was no adverse event that resulted from the damaged belt.